Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv2585 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
The rn at the facility reported the vein was accessed with the needle and tracked into the vessel approx. 2 cm with ultrasound guidance. It was stated that positive blood return was received so the wire was advanced into the needle, but resistance was felt. The rn reported direct visualization with ultrasound, which showed infiltration of the wire and significant vasospasm. The wire and needle were removed together.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of complications with the guidewire was confirmed, and the cause was determined to be use related. One 0.018¿ x 50cm guidewire was received in its hoop. The coiled tip of the guidewire was extending from the hoop. Evidence of use was observed on the returned sample. Blood residue was observed on the guidewire. The coil wire had been stretched over the core wire, which caused the coil wire to loop around the weld tip. The stretching of the coil wire over the core wire also created gaps between adjacent coils near the attachment point between the core wire and coil wire at the proximal end of the coil wire. The wire was unable to pass through an introducer needle in its current condition. Since it was reported that the guidewire was tracked with ultrasound approximately 2cm through the needle before resistance was felt, the complications and damage must have occurred during use. No manufacturing defects were observed on the returned sample that would contribute to the reported resistance. The outside diameter of the guidewire was within specification. A lot history review (lhr) of rebv2585 showed no other similar product complaint(s) from this lot number.

Event description:
The rn at the facility reported the vein was accessed with the needle and tracked into the vessel approx. 2 cm with ultrasound guidance. It was stated that positive blood return was received so the wire was advanced into the needle, but resistance was felt. The rn reported direct visualization with ultrasound, which showed infiltration of the wire and significant vasospasm. The wire and needle were removed together.